Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.8, lab: 10.4. Customer tested a patient on (B)(6) 2012 using the inratio and obtained an inr = 2.8. However, the patient had blood in their urine so the customer took a venipuncture sample for the lab which gave an inr = 10.4.